Event description:
The affiliate stated the customer reported clear fluid leaked from the rear tubing inside the main diluter area involving the coulter lh 500 hematology analyzer. The customer noted the fluid leak was a slow drip and contained within the instrument. The customer also noticed a loose tubing and reconnected the tubing. The customer was wearing proper personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered isotone leaked inside the instrument. The fse replaced the tube on pinch valve, pv42 (ff225), and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).